Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic with episodes of atrial noise recorded on their pacemaker. The noise was reproducible when isometric testing was performed. Programming changes were made. The patient¿s condition was stable.